Manufacturer narrative:
Final analysis found a hybrid anomaly which resulted in transient current drain and contributed to the reported electrical anomalies.

Event description:
It was reported that the patient experienced presyncopal episodes and presented to the emergency room. Upon interrogation, the pulse generator exhibited backup vvi operation. Software download was successful but the device exhibited loss of output. The patient experienced intrinsic rhythm of 36 beats per minute. The device was explanted and replaced. The patient was stable post operation.

Manufacturer narrative:
(B)(4).